Event description:
It was reported that through remote transmission, an alert was delivered due to a loss of capture on the rv channel. The patient was asymptomatic. Fluoroscopy showed externalized conductors and the lead remains implanted. The physician increased the rv output and will continue to monitor the patient.

Manufacturer narrative:
(B)(4).